Event description:
It was reported that the patient received therapy for sinus tachycardia. It was noted that the wavelet feature showed a 40% match, and the detection rate was 150 beats per minute. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.